Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made, and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated this ICD continued to exhibit high out of range shock impedance measurements of greater than 125 ohms over time. Testing of the system was able to reproduce oversensing of noise when the patient was instructed to make certain movements with their body. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported.